Event description:
It was reported that the right atrial (ra) lead exhibited high capture threshold measurements and possible loss of capture (loc). However, further threshold testing showed no evidence of capture thresholds exceeding 1 mv. Technical services (ts) was consulted and identified far-field oversensing occurring on this ra lead after atrial pacing, causing the device to track and pace in the ventricle in an irregular manner. Ts recommended device reprogramming. No adverse patient effects were reported. This ra lead remains in service.